Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back under the rear therapy electrodes. The rash was described as red and bumpy skin. The patient consulted her physician who recommended removing the lifevest temporarily. Follow-up indicated that the rash had improved a little bit.